Manufacturer narrative:
The technician found CPR switch needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced CPR switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR function was intermittent. The bed was located in room 606 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).